Event description:
It was reported by a journal article that patient underwent a unicondylar knee arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2010, due to progression of degenerative joint disease.

Manufacturer narrative:
The information being reported was found in the journal article titled "failed unicompartmental knee replacement: a useful technique for assessing proper rotation during subsequent conversion to total knee arthroplasty." Current orthopaedic practice- volume 22, number 4, july/august 2011. Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the revision mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown. Initial reporter - the article was written by thomas f. Moyad and jeffery marxen. Manufacture date - unknown.